Manufacturer narrative:
Final analysis found that both ventricular and atrial setscrews were missing.

Event description:
It was reported that during implant the setscrew on the pulse generator would not tighten. The device was not used and a new device was implanted.